Manufacturer narrative:
The console has been received for service repair. The system analysis/service repair is pending currently.

Event description:
It was reported that during preparation of lithotripsy procedure (while the patient was sedated), it was noted that the display did not work. The procedure was completed with a different device. Patient outcome: stable, no injury to the patient was reported.